Event description:
It was reported that: "a non-locking 3.5mm x 34mm variax screw was placed into a standard round hole of the cancaneal plate receiving purchase into the bone. The surgeon proceeded to contour the hole on the plate next to that screw by using a bone tamp and mallet. While contouring the plate with the bone tamp and mallet, the opposing non-locking screw went through the plate. The surgeon then removed the screws and repeated the insertion of the screws into the plate."

Manufacturer narrative:
Product not being returned. Internal investigation in process, but not yet complete.